Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No excessive no delivery alarm or motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked case at display window corner, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a low battery alert. He stated that the issue was not resolved by changing the battery cap. He also reported receiving three motor error alarms and a no delivery alarm during a bolus. The blood glucose reading was 213 mg/dl. Customer was assisted in clearing the motor error alarm and stated that he was able to rewind the insulin pump. The batteries were not lasting for more than one week in the insulin pump. Nothing further was reported.